Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 145 mg/dl and sensor glucose was 43 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did have a bent cannula on the sensor. The sensor will be returned for analysis

Manufacturer narrative:
Findings: inspected 1 random opened/used sensor and performed continuity resistance test. Sensor failed per specifications.